Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported when the sheath was inserted, the blood was bleeding back out of the sheath. The sheath was replaced and the issue resolved. Additional information was received on the event. There was back flow of blood out of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. No hub dislodgment was noted, no pieces noted. Sheath was exchanged and the procedure continued. There was no surgical intervention or any intervention needed with the patient. The event was assessed as a MDR reportable hemostatic valve leak.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 27-feb-2022, noted a correction to the 3500a follow-up #2. In the h 10. Additional manufacturer narrative it should have included: a device history record evaluation was performed for the finished device [50000054] number, and no internal actions related to the reported complaint condition were identified.

Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported when the sheath was inserted, the blood was bleeding back out of the sheath. The sheath was replaced and the issue resolved. Additional information was received on the event. There was back flow of blood out of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. No hub dislodgment was noted, no pieces noted. Sheath was exchanged and the procedure continued. There was no surgical intervention or any intervention needed with the patient. The device evaluation was completed on (B)(6)2022. The device was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis revealed no damage or anomalies on the vizigo sheath. Flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).